Event description:
This report is to address the statement, "there were two or three patients who experienced that the zipwire guidewire broke off, while the devices were inside them." Event description: "over the last year he has had 3 stiff zip wires become stuck while advancing through the scope. When he moved the wire forward and backward trying to get it to move he would see black pieces of the wire breaking off in the ureter, and had to go back in with a grasper to remove the pieces."

Manufacturer narrative:
The device was not received for evaluation; therefore no physical or visual analysis of the product can be performed. The lot number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. If any further relevant information becomes available, a follow-up medwatch report will be filed.